Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six devices were received for evaluation; 1 event was duplicated during testing. Two events were not duplicated; however, the devices were not within specifications. Two devices were found to be affected by gritty rotor bearings. One device was found to be affected by worn rotor assembly. Three devices were found to be within specification for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device overheated. One events had patient involvement with no patient impact. Five reported events had no patient involvement or patient impact.